Event description:
It was reported that on (B)(6)2011, the patient obtained the blood glucose readings of 200 mg/dl and 250 mg/dl and she experienced the symptoms of "hot and cold nausea" and dehydration. The patient went to the emergency room and received treatment, not specified. Troubleshooting revealed no issues with the infusion set or infusion site, all pump programming, date/time and basal settings were correct, and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient allegedly suffered symptoms suggesting severe hyperglycemia and received emergency medical attention and treatment while using the pump. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside normal use was observed in the black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.